Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204, can com timeout) was confirmed. Upon investigation the electrode belt trunk cable connector was broken. The root cause of the damaged trunk cable connector cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204 and "can comm timeout" errors. The pt was issued a replacement electrode belt.